Event description:
In (B)(6) 2010 the pt had a perigee graft implanted. Several months after the original implant, it ws reported the pt experienced erosion, hardening, chronic pain, worsening urination, mental anguish, emotional distress, chronic debilitating pain and suffering, and permanent injuries requiring surgical intervention.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.